Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported to the philips field service engineer (fse) that there had been an unspecified cardioversion error. There was no adverse patient impact.